Manufacturer narrative:
Block e1 (initial report address 2): (B)(6). Block h6 (device codes): medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was also noted that the trip wire was secured in the handle assembly slot; however, the slack was not taken up correctly. The ligator head was returned without the bands attached to it; however, there were two deployed bands returned detached from the device. Microscope examination was performed, and it was noted that the ligator head teeth were bent. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Media analysis was performed and based on the photo provided by the customer, the ligator head in different perspectives showing; the ligator head with all the bands attached while one band was slightly moved. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the slack was not removed properly. Not securing the trip wire in the handle slot could have caused the wire to slip through the handle assembly leading to an inaccurate deployment of bands and more tension on the device. The extra tension on the device can cause the ligator head teeth to bend. Therefore, taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a ligation for prolapsed internal hemorrhoids procedure performed on (B)(6) 2021. The speedband superview super 7 device was fixed on the gastroscope. During the procedure, the device could not deploy the bands. The handle was rotated several times; however, the bands still could not be deployed. It was reported that there was a small amount of blood oozing around the anus which was observed under endoscopy. The first two bands were then "adjusted and deployed with hands" and the device was used on the patient again. Note: a photo of the complaint device outside the patient was provided by the customer and showed all the bands attached to the ligator head. The first band was slightly moved from its original position.

Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a ligation for prolapsed internal hemorrhoids procedure performed on (B)(6) 2021. The speedband superview super 7 device was fixed on the gastroscope. During the procedure, the device could not deploy the bands. The handle was rotated several times; however, the bands still could not be deployed. It was reported that there was a small amount of blood oozing around the anus which was observed under endoscopy. The first two bands were then "adjusted and deployed with hands" and the device was used on the patient again. Note: a photo of the complaint device outside the patient was provided by the customer and showed all the bands attached to the ligator head. The first band was slightly moved from its original position.